Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the pump was not properly delivering insulin during bolus delivery, the pump shutdown unexpectedly, and that an altitude alarm occurred. Customer's blood glucose (bg) level ranged between 300 mg/dl and over 600 mg/dl and customer went to the ER. Reportedly, the customer had manual injections as alternate insulin therapy.